Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent anterior spinal fusion from t11-l2, there was placement of anterior spinal instrumentation from the t11-l2, and placement of autogenous/allograft bone grafting procedure using rhbmp-2/acs on (B)(6) 2006. Following the surgery, patient's pain became worse. On (B)(6) 2010, a CT of the spine indicated that the patient suffered from mild degenerative disc disease of the lower lumbar spine causing mild sac compression. It was noted that the patient had a 40-45 degree lumbar scoliosis with progressive scoliosis. On or about (B)(6) 2012, the physician performed an l3-l4 direct lateral interbody discectomy; an l3-l4 direct lateral interbody fusion with allograft; placement of dlif cage l3-l4; placement of posterior spinal instrumentation at t4-l4; and performed a posterior spinal fusion using auto and allograft at the t4-l4. The patient continues to experience an overwhelming amount of pain. The patient reports being unable to keep a job, unable to bend downward, and experiences difficulty sitting, standing, or walking for long periods of time, and had large scars over the abdomen and back being larger than what she was indicated that they would be. The patient is currently pregnant and given her surgical history is now considered a high risk pregnancy.